Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective actuator. The technician replaced the defective actuator and refitted the shunt valve. The device was checked successfully for functionality and was returned for clinical use. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "water flow to low". Additional information: there were no patient involved the incident occurred during priming. (B)(4).